Event description:
While attempting to remove the rotoblator device, the distal part of the guide wire became stuck in a small side branch of the right coronary artery. At the end of the pullback session, it was noticed that the wire had fractured. The fractured portion was removed and the vessel remained open. The pt was reported in good condition.